Event description:
IV was discovered to be disconnected from chemo cap and fluids were leaking onto the patient's bed. What should have happened; there are blue chemo caps that go on the end of our IV tubing. These prevent backflow. It should not become disconnected because there is a locking mechanism. Remediation: I primed another line with fluids and connected it to the patient. Supply and distribution aware, and all lot#'s pulled. We have since had two more cases where chemo was leaking from the tubing at the cap site.